Manufacturer narrative:
The CT imaging six days after procedure suggested either plaque prolapse, or platelet aggregation on the stent. P2y12 inhibitor testing was conducted, but immediately after brillinta was initiated. The testing results indicated therapeutic levels, therefore, it is unknown whether the patient was plavix resistant. Although there is no indication that a malfunction of the srm device occurred, the cause of the post-operative complication is unknown. This is being reported out of an abundance of caution. A follow-up MDR will be submitted if additional information is obtained. The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed, and no issues were identified that could have led to the adverse event reported. A secondary MDR is submitted under 3500a form # 3014526664-2020-00101 since at this time it is unknown, which device may have caused or contributed to the reported event.

Event description:
It was reported that six days after the completion of a trans-carotid artery re-vascularization (tcar) procedure, the patient experienced a stroke. The patient has since recovered, and is neuro intact.